Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported via a literature journal article that the patient underwent laparotomy through a midline abdominal incision on unknown dates and suture was used. Within seven post-operative days, the patient experienced wound dehiscence and broken suture was found on secondary suturing. Additional information has been requested.